Event description:
Attempted to deploy axios stent in pseudocyst. Md deployed stent with use of ultrasound guidance. When pulling out deployment device it appeared stuck in the scope. Chest and abdominal x-ray taken post op to verify if stent was in pseudocyst vs scope. Unable to pass any instruments through biopsy channel of eus scope. It appeared that stent was inside. Surgical services were contacted and the decision was made to leave the axios stent in and monitor for s/s of infection. The eus scope was sent out for repair.